Manufacturer narrative:
Investigation in progress, but not yet complete.

Event description:
During surgery, the drill bit was being used without a trocar handle, but with a drill guide and broke into two pieces.